Event description:
It was reported that there was a poly swap of the knee for maintenance. Patella was implanted at time of surgery.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown poly. Additional information has been requested and if received will be provided in a supplemental report. Not returned.